Event description:
The MFR received info alleging a ventilator inoperative condition occurred while a ventilator was in use. There was no pt harm or injury reported. The ventilator was returned to the MFR for eval and the customer's complaint was confirmed. The device's blower motor and interface pca were replaced to address the ventilator inoperative condition.

Manufacturer narrative:
There was no pt harm or injury reported. The ventilator was found to audibly and visually alarm, as designed, for a ventilator inoperative condition. This report is being filed as part of the retrospective complaint records review for MDR reportable malfunctions, to address FDA warning letter 12-phi-01.